Event description:
An optometrist reported a case of 1+ (stage one) diffuse lamellar keratitis (dlk) around nasal flap edge, observed on a pt's right eye one day post lasik treatment. Reporter indicated pt was placed on oral steroid, and topical steroid eye drops. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).